Event description:
A consumer reported seeing starbursts at night following intraocular lens (iol) implant surgery. She wears a contact lens which yields "perfect" distance vision at night. However, she is unable to read when wearing the contact lens. In a follow up, the surgeon's technician stated the pt's symptoms are not lens related. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 11/09/2010, 11/12/2010 and 11/15/2010 by phone, fax and mail. Additional info was received 11/12/2010 and 11/17/2010 by phone. A completed questionnaire has not been received. (B)(4).